Event description:
It was reported that there was delivery of inappropriate high voltage therapy due to dislodgement of the right ventricular (rv) lead. During lead revision, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood and tissue.